Event description:
On 4/16/97 during a plasma donation procedure conducted with the autopheresis-c plasmapheresis sys model a-200, 30 minutes into the procedure, the donor exhibited the following symptoms: red spots and swelling of the neck and face and dry mouth. Systolic blood pressure raised from 135 to 160, the diastolic was above 100. The reaction was characterized as an anaphylactic reaction. The procedure was discontinued and the donor taken to the hosp where she was hospitalied for approximately 5-6 hrs. The medications administered were: 250 mg solu carcotin intravenously and 1 ampoule of tavegyl. The donor fully recuperated and was released from the hosp. The donor visited the donor ctr on 4/17/97 and was observed to be well. Donor health history revealed that the donor is allergic to citrus fruits such as oranges etc. This donor has donated 35 times previously uneventfully. The physician at the plasma donor ctr indicated that the donor was a very nervous person. Sodium citrate product code 4b7888a was also being used at the time the event occurred. The customer could not determine what lot number of sodium citrate was in use at the time the event occurred.